Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds as well as high shock impedance related to lead damage. The physician opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds as well as high shock impedance measuring 129 ohms related to lead damage. The physician opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.